Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to bfarm: "inlay dislocation and -fracture without trauma 5 years postoperatively. No discomfort so far. Surgical revision with inlay replacement."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. The xray evidence reviewed did not show any dislocation event. Visual examination of the returned liner found a fracture at the rim of the liner. It is evident that the edge of the liner was loaded by the femoral head and patient's body weight while implanted. Evidence on the liner suggests eccentric loading which causes uneven wear on the liner and edge loading. This weakens the liner and eventually causes the liner to fail and disassociate from the cup. In support of the evaluation performed, the observed damage of the liner was consistent with exposure to irregularities in the weight loading of the device and moments generated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: product description: altrx neut 32idx50od product code: 122132050 lot number: 747385 1) quantity manufactured: (B)(6) parts. 2) date of manufacture: 03/17/2016. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 02/28/2021 5) IFU reference: 090200701. Device history review: a manufacturing record evaluation was performed for the finished device (12213205/747385) product and lot numbers, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #(B)(4). Investigation summary: the device associated with this report was received for examination. Visual examination of the returned device confirmed the fracture condition. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. H10 additional narrative: added: d4 (lot), h6 (clinical code) corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was received for examination. Visual examination of the returned device confirmed the fracture condition. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A review of the provided x-ray images has identified that it was an implant disassociation and not hip dislocation. Additional information also confirmed that the cup was not revised.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.